Event description:
It was reported the subject device gave a nurse a minor burn mark, when it was accidentally activated while the nurse was holding the laser fiber in her hand. The event occurred at the end of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device gave a nurse a minor burn mark, when it was accidentally activated while the nurse was holding the laser fiber in her hand. The event occurred at the end of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.